Event description:
It was reported the patient was not able to adjust stimulation with the patient programmer with and without antenna. The patient was trying to change programs and was not able to connect to stimulator. The problem with not being able to connect started the day before yesterday. Patient wanted to change to program 3. The patient was not using the antenna, as per the manufacturer representative instructions. The patient used antenna on the call and they was able to connect at first. The patient saw the lightning bolt, program 1 at 0.0 volts 'because she turned the machine off'. As the patient was walking through on how to change to program 3, the patient got a poor communication screen when they synced. The patient tried to connect again with and without antenna. The patient was not able to successfully connect and was not able to successfully change to program 3. The patient mentioned programs 1 and 2 did not work for them. The patient was diabetic and has neuropathy 60 %. Whenever the patient used the first program the stimulation went to their left leg and was causing pain in their leg. The patient tried program 1 a while ago. The patient went to the healthcare provider and the manufacturer representative reprogrammed it to program 2 last month. It was doing really good for about a week in program 2. Then, all of a sudden, all their nerves in their legs hurt. Program 2 was even worse than program 1. It kept patient up all night. The patient had to turn the device off. As soon as the patient turned the machine off the patient had no pain at all. So, the patient knew the pain was caused by the machine. The patient wants to try program 3 as their next step. The patient also reported their stimulator ¿ir¿ rolled like a newspaper. It feels like it was flipped up a little bit, it moved and it sticks out. The patient has a big lump there. It hurts at the implant site. This has been for a couple of months like that. The patient was scheduled to see healthcare provider regarding this on (B)(6). Additional information received reported the patient was still having concerns regarding their device or therapy but was working with their healthcare provider or manufacturer representative. It was noted that the patient appointment was scheduled for (B)(6) 2014.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3889-28, lot# va08tfs, implanted: (B)(6) 2013, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
Conclusion codes have been updated.

Event description:
Additional information received from the consumer reported that the patient had an infection at the implantable neurostimulator (ins) site and down the leads in 2014. It was everywhere and started where the skin opened and went all the way down the lead wires. The infection was confirmed. The patient's ins rolled up on them, rolled into a big ball, and the patient could hardly walk. The patient went in to see their health care provider (hcp) and they used a syringe and pulled out all pus. The patient was given 3 or 4 types of oral antibiotics and their implant was taken out on an emergency basis. The hcps had to go 5 inches deep to get all of the infection out. Following the infection the patient was in therapy a long time for changing the bandages. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.